Manufacturer narrative:
Initial.

Event description:
It was reported that the patient had been off the ilet pump for a period due to diet and eating habit changes and experienced hypoglycemia, with a documented low of 55 mg/dl; the healthcare professional advised stopping the pump temporarily, then performing a factory reset and resuming use, and meal announcement guidance was reinforced. Symptoms included hypoglycemia. Outcomes included the need for oral glucose administration. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.